Event description:
Reportedly, antibiotic was set as a piggyback and it flowed into the primary bag. No further information was available to the manufacturer. There was no patient injury.

Manufacturer narrative:
The device was tested and found to deliver within specification.